Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
Information received indicates the technician, while testing the bed, found a high ground resistance reading on the power cord.